Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : hip revision left hip. Polyethylene liner failure, fractured. Primary [month year] patient states she slipped, thought nothing of it then woke the next day with left hip adductor pain, as the day progressed she noticed squeaking. She was admitted to hospital and an x-ray was taken showing polyethylene liner fracture. Revision procedure done to remove the liner and replace with pinnacle dual mobility construct. The product was not returned to depuy synthes, however photos were provided for review. Review of the photographic and x-rays evidence confirm the reported allegation. Based on the position of the femoral head regarding the acetabular cup and the observations of the involved liner and ceramic head, a disassociation event between the liner and cup was able to be confirmed. Additionally, noise would be present due to the ceramic head articulating against the metal cup with the information provided is not possible to determine a potential cause at this moment, however in support of the evaluation performed, the observed damage of the unk hip acetabular cup may have been caused by exposure to irregularities in the weight loading of the device and moments generated. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. The overall complaint was confirmed as the observed condition of the unk hip acetabular cup would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.

Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Hip revision left hip. Polyethylene liner failure, fractured. Patient states she slipped, thought nothing of it then woke the next day with left hip adductor pain, as the day progressed she noticed squeaking. She was admitted to hospital and an x-ray was taken showing polyethylene liner fracture. Revision procedure done to remove the liner and replace with pinnacle dual mobility construct. Doi: (B)(6) 2020. Doe: (B)(6) 2023 affected side: left.